Manufacturer narrative:
The event product was returned to applied medical for evaluation. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic rectectomy. Event description: this is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: a fragment of the rubber component inside the seal fell off inside the patient cavity. The rubber component inside the seal was dismantled to inspect by the facility. Initial investigation report by (B)(4): the septum, the ddb, the shield and one(1) rubber fragment were returned to olympus and visually inspected. The rubber fragment size is approx..3.0mm x 3.8mm. The fragment matched a missing portion on the septum. The unit will be returned to (B)(4) for further evaluation. Admin#(B)(4). Type of intervention: na. Patient status: no patient injury.